Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead helix was deformed and was unable to be implanted due to the tissue stuck at the helix. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of the helix damaged was confirmed. A full lead was returned in one piece for analysis. The lead was returned with the helix extended, stretched, bent, and clogged with blood/tissue. Visual and x-ray examination found the helix was stretched and bent in the helix region. The cause of the reported event of the helix damaged was consistent the procedure damaged. Electrical testing was normal with no other anomalies found.